Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately erratic. The patient reported blood glucose results of "27.0 and 17.0 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 15%. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement product(s). The patient did not have control solution for troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter has passed testing with no faults found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.